Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the coupler was likely damaged due to unexpected stress being applied to the coupler during scope attachment and detachment. Regarding the proper handling of the equipment, there is a description of "connection to the endoscope" in the device's instructions for use. By not overstressing the coupler, the issue could have been prevented.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user report of coupler broken was confirmed. The coupler was physically damaged due to mishandling and required replacement. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a hd autoclavable camera head for use, the connection with the scope couple broke. There was no patient impact related to this occurrence.